Event description:
The bench repair technician while working on the device found the high voltage capacitor out of tolerance. There was no patient involvement. The bench repair technician while working on the device found the high voltage capacitor out of tolerance. The capacitor needs to be replaced. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time

Event description:
The bench repair technician while working on the device found the high voltage capacitor out of tolerance. There was no patient involvement. The bench repair technician while working on the device found the high voltage capacitor out of tolerance. The capacitor needs to be replaced. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time